Event description:
Reporter alleged discrepant patient blood glucose results of hi, hi, 198, & 132 mg/dl when all tests were performed within 10 minutes on the inform system from the hospital. As a result of the comparison, there was a stoppage of the insulin IV drip, the patient was currently undergoing and a lab result measured 12 mg/dl. Patient was reportedly given an amp of d50 glucose and additional lab results of 116, 12, & 45 mg/dl were all taken afterwards. Patient was stated to having been admitted to the hospital due to a fractured hip, and diagnosis of diabetic ketoacidosis (dka). No other actions were taken or treatment was received reportedly; however, quality control testing was stated to have been performed and the values passed. A request was made for the return of the suspect device and replacement product was sent. The inform system: meter and comfort curve test strip lot number 549550 with an expiration date of 03-31-2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.